Event description:
Cervical plate screws were observed to have slightly backed out post-operatively. A revision surgery was performed to remove the plate and screws but nothing was used to replace implants, as the patient was already fused. The revision case was completed with no further incidences. The patient is reported to be in good health and will continue to be monitored closely.